Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 27 syringe 0.3ml 31ga 6mm halfunit 10bag had scale marking issues during use. The following was reported by the initial reporter: "inaccurate scale marks. Customer is complaining about tited scale marks (tited to one side) which makes it difficult to measure insulin dose correctly. (Using for a dog)."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 1/29/2021. Investigation: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that there are tilted scale marks which makes it difficult to measure insulin dose correctly. Both returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 27 syringe 0.3ml 31ga 6mm halfunit 10bag had scale marking issues during use. The following was reported by the initial reporter: "inaccurate scale marks customer is complaining about tited scale marks (tited to one side) which makes it difficult to measure insulin dose correctly.(using for a dog)".